Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 08/13/2012 to 08/24/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for an administrative error that does not materially impact product acceptance, which does not correlate to the customer reported issue.

Event description:
It was reported that the device had a wire issue. There was no patient involvement.